Manufacturer narrative:
H3: the 97755-s (recharger), serial number (B)(6) was returned for product analysis. Analysis found no anomalies/issues and passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt reported that the rtm gets really warm when charging and it takes a long time to charge ins. They said this was noticed about 4 days ago and says they saw the manufacturer rep today and was told to call in. They said rtm cord feels looser than when the ac power cord is plugged in. Controller port looks intact. An email was sent to the repair department to replace the rtm. Pt called back on (B)(6) 2024 stating that they did not receive the replacement rtm. Reviewed information and sent an email to repair, as it appears that the replacement request was never processed on repairs end.